Manufacturer narrative:
Returned device was received in fair physical condition and is missing a ram horn. During the evaluation of the device, a cracked return tube was found that caused a water leak. This led to fluid ingression onto the power control board which ultimately caused the "overtemp" alarm. The crack in the tube was found to be the cause of the leak and overtemp alarm. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was implicated with an issue with the "over temp" alarm. Upon evaluation of the device, analysts found that there was a water leak on the return tube causing fluid ingression onto the power control board. This leak caused the alarm. There were no reported adverse events due to this issue.